Manufacturer narrative:
In addition, the user guide cautions overfilling a cartridge past 300 units as this can lead to cartridge error. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate after overfilling the cartridge with cold insulin. There was no impact to the customer's blood glucose level